Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg pocket was sensitive, tender to palpation and heats up when charging. It was noted that scs was not functioning well. The patient will undergo a revision a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo the revision procedure. There is no further course of action at this time.

Event description:
A report was received that the patient's ipg pocket was sensitive, tender to palpation and heats up when charging. It was noted that scs was not functioning well. The patient will undergo a revision a revision procedure wherein the ipg will be repositioned.